Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient told the hcp that the ins and the lead were no longer connected. It was unclear how the patient knew this. The patient was advised to follow-up with their managing hcp. No symptoms or further complications were reported or anticipated.